Event description:
A peritioneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was admitted to the hospital on (B)(6)2020 for a pd catheter (not a fresenius product) revision. The patient experienced a malpositon of the pd catheter due to peritoneal adhesion. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).